Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was atherectomy of the right sfa with contralateral access in left common femoral artery. The left common femoral was accessed with a 7fr sheath. There was a cto restenosis of the right sfa to adductor hiatus present. The cto was crossed and a 3mm embolic protection was placed in the tp trunk/peroneal artery. After periprocedural angio showed a focal lesion in the at, the 3mm embolic protection was repositioned to the mid at. The silverhawk sxl was reinserted with one pass. When a second pass was attempted, the sxl would not advance. The wire appeared to be prolapsed and the catheter was removed. Follow up angio showed an extravasation was observed at the proximal at and flow was occluded. Protamine was given and the calf was compressed. Patient was otherwise uninjured. Doppler signal observed from peroneal collateral flow. No further treatment was required.